Event description:
It was reported that the coil could not be detached. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. (B)(4).